Event description:
Needle bent, broke and retained into patient's tissue.  Could not be removed by fluoroscopy.  Patient returned to surgery on (B)(6) 2011 and needle was removed (approx 8cm). When asked if there was injury, (B)(6) (customer) responded that this was an un-intended retained foreign body. On (B)(6) 2012, the reporting customer provided the following additional information: the physician was biopsying a soft tissue pelvic lesion of the right gluteus. At the first pass, the physician obtained a piece of tissue but on the second pass, the CT guided imaging showed the needle was bent and then it broke. The customer also indicated the patient was found to have an advanced disease and a pathological fracture and discomfort, all unrelated to the incident. The patient is now receiving chemotherapy and is doing well. The customer indicated the patient did recover well from the surgery he had to remove the piece of the needle (and any sample is not available).

Manufacturer narrative:
(B)(4). Investigation summary: a sample was not available for complaint analysis. Therefore, the reported condition could not be confirmed. No issues were found during review of the documentation of internal manufacturing device history records for the lot reported that could result in the reported condition. Sometimes the mass could be a fibrous, stronger structure, resulting in a more difficult insertion of the device. The condition of the fibrous mass could result in higher probability of deflection of the needle while performing the biopsy procedure, given that if the mass is not fibrous the needle could penetrate in a smoother fashion than with a fibrous mass. A non-fibrous mass reduces the possibility of the needle getting bent or broken. An action plan has not been proposed at this time as it was determined that the cause of this report is not related to the manufacturing procedure.